Manufacturer narrative:
Device received with cracked and detached end cap. Unable to perform prime/compromised force sensor system test or verify compromised force sensor system alarm due to physical damage to end cap. However, device passed displacement test. Device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed a compromised force sensor system alarm during prime. Customer's blood glucose was 136 mg/dl. Customer reported the drive support cap was broken. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.